Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error and there was a red x on the display of the insulin pump. Customer was asked verbally and in written form to return the pump for analysis. Customer will be sent a replacement. Customer's blood glucose was 247 mg/dl.

Manufacturer narrative:
The pump was received with a critical error. A pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with corrosion on the traces. The pump was received with minor scratches on the lcd window and case.